Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack and unexplained high blood glucose. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
Cancel and close. S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged drive/motor anomaly and cosmetic damage located at the belt clip rails were observed on 12-sep-2023. Pump received with an unresponsive keypad and a damaged battery cap contact. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to unresponsive keypad. Pump was cut open to perform visual inspection and found physical damage to the keypad flex connector and moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. Successfully downloaded history files and traces using thus. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay and keypad overlay texture damage. Cosmetic damage was confirmed at the belt clip rails. Unable to confirm drive/motor anomaly due to unresponsive keypad. Unresponsive keypad was observed during analysis and confirmed due to physical damage on the keypad flex connector. Damaged battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.